Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the results.

Event description:
A report was received stating that the injection needle detached from the safety hub. It is unclear if the needle became detached before or after use with a patient. The reporter was not able to clarify this inquiry. No needle-stick took place. There was no patient or clinician injury reported.